Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. Review of the directions for use lists arrhythmia as a potential adverse event associated with the tavr/tavi procedure. At this time, it is not possible to assign a definitive root cause for the event as reported. Should additional information be provided or product be returned for analysis a follow-up medwatch report will be filed.

Event description:
As reported by the distributor: event description: per cnf, it was reported that: twisted post on initial device implanted. 3 partial and 2 full resheaths attempted without success. New 27mm valve implanted without an issue. New right bundle branch block (rbbb) observed in lab, no permanent pacemaker implanted yet. Patient outcome: successful. The 1st device that they went in it shows it had a twisted post and they try to correct it, but it won't work. They get another 27mm to complete the procedure. No patient complication. Patient was fine. The patient has right bundle branch block and may need a pacemaker, but they are still deciding it post procedure weeks post procedure, phone call confirmed that it was rbbb. No pacemaker implanted. Rbbb was observed when the wire crossed the annulus.